Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer-provided photo. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 2/1/2022, it was reported by a sales representative via (B)(4) that an ar-2326ptb tap shaft has slid into the red handle causing it to shorten the total length of the instrument significantly. This was discovered during a procedure. Patient was not affected and case was completed without further issues.